Manufacturer narrative:
Insulin pump passed self test and displacement test. No missing segments/partial display or full segments display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Customer current blood glucose is 137 mg/dl. Troubleshooting was performed. Blank display reoccurred, customer was advised a replacement will be sent. The device will be returned for analysis.